Manufacturer narrative:
Eval: device was not returned for eval. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (B)(6) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2006. The pt is identified as (B)(6). Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is the (B)(6) hospital, USA. The physician who treated the pt is dr (B)(6); telephone numbers is unk. An additional device (sparc) was also implanted in the pt on the (B)(6) 2005. The implant involved in this implant is a polyform synthetic mesh - the lot number is unk.